Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2021-18417. It was reported that during an elective system explant procedure on (B)(6) 2021, there were pieces of the drg lead tip that the physician was unable to explant from the patient. Further discussion on what to do next is pending.